Manufacturer narrative:
Angina, mi, and restenosis, as noted in the xience v instructions for use (IFU) are known adverse events associated with coronary stenting. Additionally, these patient effects, along with elevated cardiac enzymes (ce) and hospitalization are listed in risk assessment as no-fault post-procedure complications. These known patient effects are not necessarily an indication of a product quality deficiency. There were no reported product malfunction at the time of the procedure, it does not appear to be any indications of a stent delivery system quality deficiency. It is possible, that the angina, elevated ce, and mi are secondary effects of the restenosis.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the patient underwent stenting of the pre-dilated mid lad with a xience v stent. In 2009, the patient experienced chest pain radiating from left chest, to shoulder and back. The patient presented to the emergency room in the next day, as chest pain had progressively worsened over previous 12 hours. Cardiac enzymes were elevated and the patient was diagnosed with a non q-wave mi. Cardiac catheterization revealed the mid left anterior descending artery just past the septal had a long segment of chronic total occlusion of a previously placed stent. There was no treatment reported. The patient was discharged at about 5 days later. There is no additional information available.